Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation, since it was reportedly discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. However, since the loop at the distal end of the electrode wears out during use and may break, burn or melt, the reported event was evaluated as plausible. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
Corrected data: b1- report type; b2 outcomes attributed to adverse event; h1- type of reportable event; h6 - health effect - impact code. Manufacturer narrative: according to FDA-air received on (B)(6) 2022 this report is to be resubmitted as serious event. The additional x-ray and the fact that a fragment may remained inside the patient was re-assessed as a serious injury. All other submitted information remain valid.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transcervical resection (tcr) procedure, the loop wire at the distal end of the hf resection electrode broke off and may have fallen into the patient. An x-ray examination was performed but the broken off fragment could not be located. However, since the fragment was not found in the irrigation fluid either, it is assumed that it may have remained inside the patient. No further information was provided but the intended procedure was completed using a similar device and there was no report about an adverse event or patient injury.